Manufacturer narrative:
After battery installation the pump gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify missing segments/partial display due to display anomaly. The pump was received with minor scratched display window and case.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 149mg/dl at the time of the incident. The customer states is calling back after receiving a new battery cap and screen is still blank. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.